Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and embedded device ("migration of coils: left side was attached to my cervix") in a 35-year-old female patient who had essure (batch no. B93877) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, migraine and depression. Previously administered products included for an unreported indication: nexplanon from 2010 to 2012. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), beclometasone dipropionate (qvar), bupropion hydrochloride (wellbutrin), clarithromycin (claritin), docusate sodium (colace), gabapentin (neurontin), ibuprofen, montelukast sodium (singulair), oxycodone hydrochloride;paracetamol (percocet), salbutamol sulfate (albuterol sulfate) and topiramate (tomax). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2014, the patient experienced migraine ("migraines"), allergy to metals ("nickel allergic reaction") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), pruritus ("itching"), urticaria ("welts"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), tinnitus ("tinnitus"), fatigue ("fatigue"), constipation ("constipation"), endometriosis ("endometriosis"), alopecia ("alopecia"), back pain ("pain: lower back pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, dyspareunia, allergy to metals, pruritus, urticaria, headache, dysmenorrhoea, tooth disorder, tinnitus, fatigue, constipation, weight increased, endometriosis, alopecia, back pain and depression outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, alopecia, back pain, constipation, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, migraine, pruritus, tinnitus, tooth disorder, urticaria, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Patient had a recommendation for a surgical procedure including a hysterectomy with removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Opacification - left fallopian tube. Lot number:b93877, production date : 2013-11-07, expiration date : 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and embedded device ("migration of coils: left side was attached to my cervix") in a (B)(6) year-old female patient who had essure (batch no. B93877) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, migraine and depression. Previously administered products included for an unreported indication: nexplanon from 2010 to 2012. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), beclometasone dipropionate (qvar), bupropion hydrochloride (wellbutrin), clarithromycin (claritin), docusate sodium (colace), gabapentin (neurontin), ibuprofen, montelukast sodium (singulair), oxycodone hydrochloride; paracetamol (percocet), salbutamol sulfate (albuterol sulfate) and topiramate (tomax). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2014, the patient experienced migraine ("migraines"), allergy to metals ("nickel allergic reaction") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), pruritus ("itching"), urticaria ("welts"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), tinnitus ("tinnitus"), fatigue ("fatigue"), constipation ("constipation"), endometriosis ("endometriosis"), alopecia ("alopecia"), back pain ("pain: lower back pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dyspareunia, allergy to metals, pruritus, urticaria, headache, dysmenorrhoea, tooth disorder, tinnitus, fatigue, constipation, weight increased, endometriosis, alopecia, back pain and depression outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, alopecia, back pain, constipation, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, migraine, pruritus, tinnitus, tooth disorder, urticaria, uterine perforation and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Patient had a recommendation for a surgical procedure including a hysterectomy with removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Opacification - left fallopian tube. Most recent follow-up information incorporated above includes: on 19-mar-2019: reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical and concurrent condition were added. Lab data was added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: itching and welts, headaches, dental problems, migration of essure location of device: left side was attached to my cervix (previously reported as device dislocation ), tinnitus , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, perforation (uterus), weight gain and constipation were added. She was recovering from migraines. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.